Event description:
It was reported that the device could not be recovered. A 190 cm filterwire ez was selected for use. During the procedure, the physician failed to recapture the filter while it was inside the patient's body. Consequently, the guidewire and filter were deformed. The device was simply pulled out and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the wire was returned inside the delivery sheath and the filter bag came back in a partially deployed state. Sheathing/unsheathing could not be performed, because the wire was stuck inside the delivery sheath. Therefore, the filter bag could not be retracted/deployed in a normal fashion. Additionally, the spring tip was bent and stretched, and the wire was bent at the proximal end. Based on analysis of the returned product, the reported allegations can be confirmed, due to the device condition.

Event description:
It was reported that the device could not be recovered. A 190 cm filterwire ez was selected for use. During the procedure, the physician failed to recapture the filter while it was inside the patient's body. Consequently, the guidewire and filter were deformed. The device was simply pulled out and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.